Event description:
Pt presented with 5mm reverse conical neck and angulation at approximately 45 degrees, not a good surgical candidate; had successful implant of a bifurcated device and a suprarenal cuff in 2008. After post-dil with a balloon, a type I endoleak was noted. A palmaz stent was placed in an infrarenal position; after post-dil, a very faint type I was still noted. The physician decided to monitor the pt at one month. Follow up CT revealed a continued proximal type I endoleak. In early 2009, the pt was treated with coil embolization, an additional palmaz stent, and an additional 34mm cuff, with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's reverse conical shape of aortic neck, angulation, and operational context contributed to the secondary procedure.